Manufacturer narrative:
(B) (4). (Glare). Eval: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The pt reported, the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens on (B) (6) 2009 in her left eye (os). The pt reported has been experiencing halos in night vision. The pt is taking alphagan drops. The icl remains implanted. The facility reported this condition is ongoing and the pt's post-op va is 20/20.